Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found dust accumulation within the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. E1 address - line 1: (B)(6).

Event description:
The customer reported to olympus, the evis exera ii xenon light source image was dark. The issue was found during repair. There were no reports of patient involvement.